Event description:
A malfunction was reported on the pump with a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, resolving the issue, and was advised to contact support again if the malfunction recurred. The pump continued to function correctly post-reset.